Manufacturer narrative:
(B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2008326, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Eight retained samples of lot 2008326 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: no sample or picture has been received for investigation. DHR of lot 2008326 has been reviewed not finding any annotation or deviation regarding the alleged defect. Eight retained samples of 50ll lot 2008326, no damage or molding defect can be observed in the syringes that could cause leakage and the stopper is correctly assembled to the plunger in all of them. During manufacturing process tightness test is performed to every syringe in assembly station. In case any fails, it is rejected automatically to scrap. Leak test is carried out with 8 retained samples according to procedure pc-039 rev.7 and iso 7886-1 annex d. All of them meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod that could have caused leakage. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Since no manufacturing defect can be observed in retained samples evaluated and they meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: during the preparation of a methotrexate infusion solution today, the methotrexate stock solution leaked from the syringe. There were approximately 3-5 ml that leaked from the syringe and the manufacturing area under the laf bench was contaminated with mtx stock solution. The manufacturing employee immediately removed her protective gown and all materials and cleaned the entire area in multiple stages. She probably had no direct skin contact with the solution, but contamination cannot be ruled out. The syringe was filled with approximately 50-55 ml of solution at the time of the spill.